Event description:
An endoscopic left greater saphenous vein harvest in process. While doing the endoscopic vein harvest the surgeon was opening the fascia with the hemopro when they noticed the coating appeared to be broken. It was noted that the rubber boot was broken and the piece was retrieved within the grasper. A new kit opened and used without incident; no harm to patient; no delay in case. Manufacturer response for endoscopic vein harvesting tool, (brand not provided) (per site reporter): sales rep notified; no info back as of date of this report.